Event description:
The customer reported that the ventilator alarmed with blower temperature high message. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
The customer evaluated the device.

Manufacturer narrative:
The biomed reported that the error message was blower temperature high; this message is associated with error code 1122. The blower filter was cleaned and the ventilator passed all its testing. (B)(4).

Event description:
The customer reported that the ventilator alarmed with blower temperature high message. The customer reported that the unit was in use on patient, but there was no patient harm.